Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 2592511s number, and no internal actions related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Coil unraveling are indicative of the application of excessive force, possibly in an attempt to overcome the reported resistance. The instructions for use (IFU) do contain the following recommendations: ¿ never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. ¿if friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a coil embolization of the splenic artery aneurysm, the devices were used according to the instructions for use (IFU). There was strong resistance was felt with a delta fill 18 delta fill 18 x 35cm (product code: dlf180835, lot number: 2592511s) which was used as the fifth coil. The coil attempted to be re-sheathed, but could not. Additional event information received on 07-apr-2026 indicated that the introducer was not damaged in any way. The embolic oil was unraveled. There was no excessive force during unsheathing or re-sheathing. There was no difficulties prepping the delivery system. There was no blood flow restriction/reduction as a result of the event. The embolic coil was still attached to the delivery wire when removed from the patient and was partially unraveled. The unruptured aneurysm measured 18¿19 mm in diameter and had a wide neck. Therefore, the microcatheter had to be deeply engaged, making the situation difficult to assess, such as whether the intermediate catheter was protruding beyond the microcatheter tip. As a result, the coil was likely under tension at the microcatheter tip, and the physician could not immediately recognize the unraveled coil.